Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain/ pain internal organs"), genital haemorrhage ("abnormal bleeding"), facial paralysis ("facial paralysis") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (batch no. 625647) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 18 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), bladder discomfort ("bladder pressure"), urinary incontinence ("bladder leaking"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue, exhaustion"), anaemia ("anemia"), irritable bowel syndrome ("ibs c") and constipation ("constipation"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced rosacea ("rosacea") and fibromyalgia ("fibromyalgia"). On (B)(6) 2015, the patient experienced milk allergy ("dairy allergy") and gluten sensitivity ("gluten allergy"). On (B)(6) 2018, the patient experienced facial paralysis (seriousness criterion medically significant), abdominal pain lower ("pain internal organs"), contusion ("bruised inside"), the first episode of abdominal distension ("abdominal swelling") and inflammation ("inflammation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), hemiplegic migraine ("hemiplegic migraines"), pain ("all over body pain/pain internal organs"), musculoskeletal pain ("shoulders pain"), pain in extremity ("hands pain"), facial pain ("face pain") and pain in jaw ("jaw pain"). On an unknown date, the patient experienced arthralgia ("joint aching/knees pain, wrists pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, contusion and pain was resolving and the genital haemorrhage, facial paralysis, dyspareunia, migraine, the last episode of abdominal distension, anxiety, depression, vaginal haemorrhage, menorrhagia, milk allergy, gluten sensitivity, female sexual dysfunction, rosacea, fibromyalgia, bladder discomfort, urinary incontinence, headache, hemiplegic migraine, dysmenorrhoea, fatigue, abdominal pain lower, arthralgia, inflammation, anaemia, irritable bowel syndrome, constipation, musculoskeletal pain, pain in extremity, facial pain and pain in jaw outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, arthralgia, bladder discomfort, constipation, contusion, depression, dysmenorrhoea, dyspareunia, facial pain, facial paralysis, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, gluten sensitivity, headache, hemiplegic migraine, inflammation, irritable bowel syndrome, menorrhagia, migraine, milk allergy, musculoskeletal pain, pain, pain in extremity, pain in jaw, pelvic pain, rosacea, urinary incontinence, vaginal haemorrhage, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dairy allergy, gluten allergy, apareunia (inability to have sexual intercourse), rosacea, fibromyalgia, bladder pressure, bladder leaking, headaches, hemiplegic migraines, dysmenorrhea (cramping), fatigue, exhaustion, facial paralysis, bruised inside, abdominal swelling, joint aching, inflammation, anemia, ibs, constipation, all over body pain, shoulders pain, knees pain, wrists pain, hands pain, face pain and jaw pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain/ pain internal organs"), genital haemorrhage ("abnormal bleeding"), facial paralysis ("facial paralysis") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (batch no. 625647) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 18 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), bladder discomfort ("bladder pressure"), urinary incontinence ("bladder leaking"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue, exhaustion"), anaemia ("anemia"), irritable bowel syndrome ("ibs c") and constipation ("constipation"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced rosacea ("rosacea") and fibromyalgia ("fibromyalgia"). On (B)(6) 2015, the patient experienced milk allergy ("dairy allergy") and gluten sensitivity ("gluten allergy"). On (B)(6) 2018, the patient experienced facial paralysis (seriousness criterion medically significant), abdominal pain lower ("pain internal organs"), contusion ("bruised inside"), the first episode of abdominal distension ("abdominal swelling") and inflammation ("inflammation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), hemiplegic migraine ("hemiplegic migraines"), pain ("all over body pain/pain internal organs"), musculoskeletal pain ("shoulders pain"), pain in extremity ("hands pain"), facial pain ("face pain"), pain in jaw ("jaw pain") and scar ("scar tissue formed on the new cervical cuff. He had to cauterize it to remove it"). On an unknown date, the patient experienced arthralgia ("joint aching/knees pain, wrists pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, contusion and pain was resolving and the genital haemorrhage, facial paralysis, dyspareunia, migraine, the last episode of abdominal distension, anxiety, depression, vaginal haemorrhage, menorrhagia, milk allergy, gluten sensitivity, female sexual dysfunction, rosacea, fibromyalgia, bladder discomfort, urinary incontinence, headache, hemiplegic migraine, dysmenorrhoea, fatigue, abdominal pain lower, arthralgia, inflammation, anaemia, irritable bowel syndrome, constipation, musculoskeletal pain, pain in extremity, facial pain, pain in jaw and scar outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, arthralgia, bladder discomfort, constipation, contusion, depression, dysmenorrhoea, dyspareunia, facial pain, facial paralysis, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, gluten sensitivity, headache, hemiplegic migraine, inflammation, irritable bowel syndrome, menorrhagia, migraine, milk allergy, musculoskeletal pain, pain, pain in extremity, pain in jaw, pelvic pain, rosacea, scar, urinary incontinence, vaginal haemorrhage, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Event scar was added. Patient details updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / pain/ pain internal organs'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding'), autoimmune disorder ('experience auto immune disorder') and facial paralysis ('facial paralysis') in a 31-year-old female patient who had essure (batch no. 625647) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure inserted. On (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder discomfort ("bladder pressure"), urinary incontinence ("bladder leaking"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue, exhaustion"), anaemia ("anemia"), irritable bowel syndrome ("ibs c") and constipation ("constipation"), 18 days after insertion of essure. On (B)(6)2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2012, the patient experienced rosacea ("rosacea") and fibromyalgia ("fibromyalgia"). On (B)(6)2015, the patient experienced milk allergy ("dairy allergy") and gluten sensitivity ("gluten allergy"). On (B)(6)2018, the patient experienced facial paralysis (seriousness criterion medically significant), abdominal pain lower ("pain internal organs"), contusion ("bruised inside"), swelling abdomen ("abdominal swelling") and inflammation ("inflammation"). On an unknown date, the patient experienced arthralgia ("joint aching/knees pain, wrists pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), bloating ("bloating"), anxiety ("anxiety"), depression ("depression"), hemiplegic migraine ("hemiplegic migraines"), pain ("all over body pain/pain internal organs"), musculoskeletal pain ("shoulders pain"), pain in extremity ("hands pain"), facial pain ("face pain"), pain in jaw ("jaw pain"), scar ("scar tissue formed on the new cervical cuff. He had to cauterize it to remove it"), feeling abnormal ("brain fog"), flatulence ("gas pain") and adenomyosis ("adenomyosis"). The patient was treated with surgery (ablation and robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, contusion, swelling abdomen and pain was resolving and the menorrhagia, genital haemorrhage, autoimmune disorder, facial paralysis, dyspareunia, migraine, bloating, anxiety, depression, vaginal haemorrhage, milk allergy, gluten sensitivity, female sexual dysfunction, rosacea, fibromyalgia, bladder discomfort, urinary incontinence, headache, hemiplegic migraine, dysmenorrhoea, fatigue, abdominal pain lower, arthralgia, inflammation, anaemia, irritable bowel syndrome, constipation, musculoskeletal pain, pain in extremity, facial pain, pain in jaw, scar, feeling abnormal, flatulence and adenomyosis outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anaemia, anxiety, arthralgia, autoimmune disorder, bladder discomfort, constipation, contusion, depression, dysmenorrhoea, dyspareunia, facial pain, facial paralysis, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flatulence, genital haemorrhage, gluten sensitivity, headache, hemiplegic migraine, inflammation, irritable bowel syndrome, menorrhagia, migraine, milk allergy, musculoskeletal pain, pain, pain in extremity, pain in jaw, pelvic pain, rosacea, scar, swelling abdomen, urinary incontinence, vaginal haemorrhage and bloating to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Event experience auto immune disorder, brain fog, gas pain, adenomyosis were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain/ pain internal organs"), genital haemorrhage ("abnormal bleeding"), facial paralysis ("facial paralysis") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (batch no. 625647) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 18 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), bladder discomfort ("bladder pressure"), urinary incontinence ("bladder leaking"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue, exhaustion"), anaemia ("anemia"), irritable bowel syndrome ("ibs c") and constipation ("constipation"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced rosacea ("rosacea") and fibromyalgia ("fibromyalgia"). On (B)(6) 2015, the patient experienced milk allergy ("dairy allergy") and gluten sensitivity ("gluten allergy"). On(B)(6) 2018, the patient experienced facial paralysis (seriousness criterion medically significant), abdominal pain lower ("pain internal organs"), contusion ("bruised inside"), the first episode of abdominal distension ("abdominal swelling") and inflammation ("inflammation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), hemiplegic migraine ("hemiplegic migraines"), pain ("all over body pain/pain internal organs"), musculoskeletal pain ("shoulders pain"), pain in extremity ("hands pain"), facial pain ("face pain") and pain in jaw ("jaw pain"). On an unknown date, the patient experienced arthralgia ("joint aching/knees pain, wrists pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, contusion and pain was resolving and the genital haemorrhage, facial paralysis, dyspareunia, migraine, the last episode of abdominal distension, anxiety, depression, vaginal haemorrhage, menorrhagia, milk allergy, gluten sensitivity, female sexual dysfunction, rosacea, fibromyalgia, bladder discomfort, urinary incontinence, headache, hemiplegic migraine, dysmenorrhoea, fatigue, abdominal pain lower, arthralgia, inflammation, anaemia, irritable bowel syndrome, constipation, musculoskeletal pain, pain in extremity, facial pain and pain in jaw outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, arthralgia, bladder discomfort, constipation, contusion, depression, dysmenorrhoea, dyspareunia, facial pain, facial paralysis, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, gluten sensitivity, headache, hemiplegic migraine, inflammation, irritable bowel syndrome, menorrhagia, migraine, milk allergy, musculoskeletal pain, pain, pain in extremity, pain in jaw, pelvic pain, rosacea, urinary incontinence, vaginal haemorrhage, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), migraine ("migraines"), abdominal distension ("bloating"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, abdominal distension, anxiety and depression outcome was unknown. The reporter considered abdominal distension, anxiety, depression, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.